Event description:
ICU medical plum duo pump alarmed for 'upstream air' on the levophed channel, at which point registered nurse (rn) entered the room to trouble shoot and silenced the alarm. The pump put the levophed in to standby (not infusing) and wanted rn to clear the upstream air before he could restart the infusion. Rn attempted to unlock the screen by swiping the 3 padlocks on the screen. Rn said that the first two padlocks would respond to touch; however, the third would not. This meant rn was unable to unlock the screen and perform necessary trouble shooting which would allow rn to restart the levophed infusion. Rn went to get another pump, reprogrammed the new one, and continued the levophed and vasopressin.